Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 7133748/7133911.

Event description:
It was reported that patient underwent an explant procedure where all devices were removed due to unknown reasons. No device malfunction was suspected. The explanted device will not be returned due to hospital policy. No further information has been obtained despite good faith efforts.